Event description:
In 2008, the patient reported he received an e6 (mechanical error) message on his insulin infusion device. He stated he last changed the battery 1 month ago. The patient was instructed to insert a new aa alkaline battery. He did so and tried to return the device piston rod but the piston rod made a "thunk" sound and "stops and catches before it continues". The patient stated he is unaware of any insulin spilling into the cartridge chamber but said the inside of the chamber is "a little dirty". He said he has never changed the adapter and does not attach the adapter and tubing to the cartridge prior to inserting it. The proper procedure for changing the cartridge was reviewed with the patient and he was advised to change the adapter every 10th cartridge change. The infusion device was previously dropped on a linoleum floor. The patient was assisted in setting up and switching to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.